Event description:
It was reported that the smartsite needle-free connector was blocked and did not allow solution to flush through. The following information was provided by the initial reporter: "this lot number (20106406) of smartsite connectors does not allow you to flush any solutions through them."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/29/2021 h.6. Investigation: twenty-two 2000e-04 samples from lot 20106406 were received for investigation; one sample was received in open packaging and nineteen samples were received in sealed packaging. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned samples; in each instance no flow restrictions or occlusions were identified. A review of the production records for lot 20106406 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsites. CAPA#1998036 was initiated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite needle-free connector was blocked and did not allow solution to flush through. The following information was provided by the initial reporter: "this lot number (20106406) of smartsite connectors does not allow you to flush any solutions through them."